Event description:
During an in-clinic follow-up, increased capture threshold and noise were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The events of unacceptable threshold and lead noise were reported to abbott and not confirmed. As received, a partial lead (only distal portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures; however, an internal shorting was noted due to procedural damage. (A1)(c1). Additional findings unrelated to the complaint: visual inspection found external insulation abrasion breaching the non-functional cable lumen distal to the suture tie impression. The inner coil lumen and non-functional cable coating were intact. The cause of external insulation abrasion is consistent with friction to another device or feature of patient anatomy. (A2) (a3)(c1)